Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 10 during drain cycle 1. The patient's ultrafiltration (uf) was 1939 ml. The programmed fill volume was 2000ml. The total drain volume reported was 3939ml, which meets iipv/overfill criteria. Product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse will follow up with the patient regarding the inappropriate bypass. No patient injury or medical intervention was reported.

Event description:
It was reported that during laparoscopic assisted vaginal hysterectomy procedure the active blade broke off of the device. It is unknown of the blade fell into the patient, no patient consequence was reported. They completed the procedure with a new like device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 70 mg/dl and 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.